Event description:
Rptr was diagnosed with spinal stenosis. On 3/2/87 she had l3-5 laminectomies, foraminotomies and l3-5 fusion. Plates and screws were inserted into rptr's lower back. She was treated with valium, darvocet and tylenol #3 for back and leg pain.